Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks due to fracture of the right ventricular (rv) lead. Oversensing and high impedance were observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.